Manufacturer narrative:
(B)(4).

Event description:
A patient's inflammatory mass (im) was confirmed by a neurosurgeon via an MRI. The MRI was diagnosed on (B)(6) 2011. It was noted that there were no patient symptoms related to the im. The patient had some leg weakness, but the weakness was not believed to be a result of the im. The distal catheter had been replaced. The patient's outcome was noted having been excellent; and the patient was receiving effective therapy. Hydromorphone was administered via the pump. The current concentration was noted as being 30 mg/ml, and the old concentration was 50 mg/ml. Additional information will be provided in a follow up report, as it becomes available.